Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011. After inspecting all components and getting the lockout/tagout removed, fse plugged in components individually to verify functionality. Fse believed the popping noise came from the tower. Fse was able to get the whole system to boot with no issues but replaced the console tower in case its performance integrity was compromised and used the hard drive from the customer's old unit. Fse verified printing, communication with the lis (laboratory information system) and analyzer functionality with qc. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the di (deionised water) faucet broke and squirted water over the back of the unicel dxc 600 pro synchron clinical system and a popping sound was heard and customer briefly smelled smoke. The instrument was unplugged. No injury was reported.